Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a red screen and beeped when turned on, and the device did not function. This red screen indicates a high priority alarm event that pauses the delivery of the pump until the error is addressed. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found damage printed wire assembly (pwa). Customer complaint of ¿device has a red screen and beeps when turned on¿ confirmed through pump power up test. Pwa board is defective. Replaced pwa board. Performed performance verification tests (pvt) , unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.